Event description:
The facility's biomed tech reported an infusion pump with failure code 703. Info regarding whether or not the device was in use on a pt when this failure occurred was not available, and no additional contact info was provided. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.